Event description:
It was reported that the surgeon was unsuccessful in the attempt made to thread the locking drill guide in to three (3) different holes of a locking compression plate (lcp). The incident occurred on (B)(6) 2015 during an ankle fracture procedure. Two (2) of the holes with the unsuccessful threading were near the part and lot number imprint, while the other hole was on the opposite end of the plate. The surgeon removed the lcp and two (2) of the 3.5mm cortical screws (that had been successfully threaded). A new plate was successfully implanted using the same screws and same drill guide. A surgical delay of ten (10) minutes was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Device was not implanted or explanted. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing date: july 28, 2014. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot (7743571) of lcp one-third tubular plates with collar (part 241.361) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR shows this lot met all specifications with no non-conformance documented. The raw material order met all dimensional and visual criteria at the time of release with no issues documented that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the complaint condition for lcp one-third tubular plate (part 241.361, lot 7743571) was likely caused by obstructing soft tissue or user error; however, this complaint is not a result of any design related deficiency. The lcp one-third tubular plate is an implant routinely used in the small fragment locking compression plate system. The device was returned and reported to have been not working properly with a threaded drill guide. This condition is unconfirmed; the plate has no visible deformation to the threading in any of the screw holes. The plate is in very poor condition with numerous scrape marks along its length. It is likely that soft tissue may have obstructed the drill guide from threading properly leading to this complaint condition. The device was manufactured in july 2014 and is less than a year old. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does not agree with the complaint description. The complaint condition for this device cannot be replicated. It is likely that soft tissue may have obstructed the drill guide from threading properly leading to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.